Event description:
Hill-rom- rec'd a report from a hill-rom tech stating the brakes were not holding. The bed was located in the l&d area at the account. There was no pt injury reported. This report was filed in our complaint handling sys as complaint #(B)(4).

Manufacturer narrative:
The tech found the brakes would not hold. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is ink if the facility performs preventative maintenance on their beds. No further info is available on the repair of the bed at this time. The investigation is ongoing, however if any add'l relevant info is identified following completion of the investigation, the add'l relevant info will be submitted in a supplemental report.